Event description:
It is reported that the patient has had pain since surgery. After a year, patient told doctor that he had pain, groin pain, and unexplained pain. Patient says he has good days and bad days. Patient received letter from surgeon and will make an appointment to see surgeon.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.